Event description:
Revision surgery- the patient had rotation problems. The surgeon performed a conversion from a hemi to an rsp. The rsp glenoid exchange was not suitable and the surgeon revised back to the foundation hemi.